Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 2.9 inr , qc 3: 3.0 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that the patient received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 2:30 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.3 inr. At the same time, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.3 inr. The meter result was reported to the patient's doctor and the doctor considered the laboratory result to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient currently feels okay. The patient's therapeutic range is 2.5 - 4.5 inr. The patient's testing frequency is every three days. The patient does not have hematocrit issues or antiphospholipid antibodies. The patient's coumadin medication has slightly been changed. The patient had an intravenous line installed due to heart failure. The heart failure is not related to use of the meter. The patient is on the heart transplant list. On (B)(6) 2019, the patient had milrinone medication administered through the intravenous line. The patient's diet has not changed and the patient has not had any additional illnesses. The patient had bruising, but did not seek any treatment for this. Internal meter controls passed on the day of the event. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.